Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit indicated automatic inflation failure and negative pressure was to low. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes , investigation conclusion), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. In the process of equipment testing it is found that the driving valve group k7 is leaking. It is judged that the driving valve group is faulty and needs to be replaced. After replacing the drive manifold (0104-00-0018), the leakage test returned to normal value. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. There was no patient involvement.

Event description:
N/a.